Event description:
A customer reported that after using an insulin pump for six weeks, they spent two weeks in the hospital due to the pump malfunctioning, which resulted in their blood sugar reaching 1100 mg/dl. Reportedly, the customer stopped using the pump. There was no additional information received regarding the outcome of the event. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.